Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device displayed e7 electronic error, and the buttons on the infusion device would not function. Battery was removed from the infusion device for 2 hours, but the issue persisted. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.